Event description:
It was reported that the pulse generator had issued a false alert for battery depletion following electrocautery use in an unrelated procedure. A firmware download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.